Event description:
It was reported that the patient right atrial (ra) lead was exhibiting noise. The physician opted to perform a full system explant, and implanted a single chamber device. There was no malfunction on the device or right ventricular lead rather the physician followed protocol to avoid procedural damage. The patient was in stable condition.